Manufacturer narrative:
The initial reported event of fracture/shocks was previously submitted via a remedial action exemption (rae) summary report. The manufacturer has voluntarily discontinued this rae, so supplemental information is being submitted via a 30 day report. Evaluation summary: the medial portion of the lead was returned, analyzed. Analysis indicated the right ventricular defibrillation coil developed a fracture due to flexing while in vivo. The interior superior vena cava defibrillation cable developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
The initial reported event of fracture/shocks was previously submitted via a remedial action exemption (rae) summary report. The manufacturer has voluntarily discontinued this rae, so supplemental information is being submitted via a 30 day report. The lead was later returned to the manufacturer, analyzed, and tested out of specification. No further patient complications have been reported as a result of this event.